Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated restarts overnight and an alert 42 indicating motor current sense failure; after a guided restart, the alert recurred and the patient transitioned off the device to backup therapy using subcutaneous insulin via pen, with a t:slim x2 available as backup. Symptoms included hyperglycemia up to 325 mg/dl. Outcomes included a delay to therapy with no professional medical intervention required. Investigation included communication with the user, analysis of user-provided information, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.